Manufacturer narrative:
Unable to confirm serial number. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer stated that the fetal scalp electrodes have been difficult to loosen from the child's scalp, due to some sort of sharp tip in the metal part. There has also been such damage to a child's scalp that it had to be sutured by pediatricians.

Manufacturer narrative:
The customer returned samples from the same lot for the supplier to evaluate. The samples have been returned to the manufacturer for evaluation and we are now awaiting their evaluation results.

Manufacturer narrative:
The actual product will not be returned, as it was disposed of after it was used. The customer returned samples from the same lot for the supplier to evaluate. The customer used a different fse and was have read the letter sent out from philips with directions how to use the fetal scalp electrodes (B)(4). The instructions for use (IFU) state grasp the fse electrode wires as close as possible to the fetal presenting part, turning them counter-clockwise until the spiral tip comes free from the fetal skin. Warning: do not pull the spiral tip from the fetal skin. Do not pull the fse wires apart. The samples were returned to the manufacturer (clinical innovations) for evaluation and investigation. Clinical innovations evaluation included a 100% visually inspected, zero burrs on the metal needle spring were found. The dimensions of the fse spiral were measured and confirmed that the specifications are met. 5 out of 109 needles are found sharp. The sharpness of the needle will not cause injuries to infant during the removal of the fse. Functionality testing was performed to check the continuity level of device and confirmed that 100% of the 109 devices passed. The torque functionality test utilizing a torque gauge was performed on all returned devices to determine the level of insertion and removal level, it was determined that the results met the specifications. DHR review was performed on lot#180931; quantity: 800 and no ncrs or deviations were initiated. The customer used a new fse and disposed of the fse referenced in this complaint. Philips sent a communication to fse users to remind them to follow the important directions listed in the instructions for use (B)(4). Per the manufacturer: no root cause can be determined. Because, the returned devices were tested, and functionality of the devices met the manufacturing specifications.